Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the lead was unable to be implanted as the helix of the lead exhibited unspecified rotation issue. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing was normal with no anomalies found.